Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, self-test, occlusion, priming and excessive no delivery tests. The insulin pump was monitored and there was no display anomaly. There was no spot at the lcd screen. The insulin pump had scratches on the lcd window, cracked case near the display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call display anomaly and high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves via insulin pump and manual injection. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Troubleshooting for display anomaly was performed. Customer advised there was a spot on the display screen which obstructs the view of the lcd screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.